Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient fell on (B)(6) 2025. They ran an impedance test of his system and he is now showing high impedances of > 5,000 ohms on 9a. Patient is programmed in dual adaptive for adbs. He is doing well with his therapy and doesn't report a stimulation problem after the fall except the change in impedances. Programmer is unable to see timeline information which allows the clinician to view how the system is adapting. She livestreamed the patient's adaptive and the system was adapting but is unable to view timeline.

Event description:
Additional information was provided by the manufacturer representative regarding the cause of high impedances. The nurse suspects the issue may be related to the patient's fall on (B)(6) 2025, which is not uncommon among parkinson¿s patients. No steps have been taken to resolve the issue at this time, and it has not yet been resolved. The fall was not caused by the device, therapy, or implant procedure; in fact, the patient is reportedly doing extremely well with his dbs. This information has been confirmed and provided by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.